Event description:
It was reported that the healicoil pulled out at insertion (soft bone). No patient injury was reported.

Manufacturer narrative:
Device has not been returned for evaluation. The clinical details were reviewed, and it was identified that the patient had soft bone.